Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had error code 240.4150. There was no patient involvement.

Event description:
It was reported that the device had error code 240.4150. There was no patient harm.

Manufacturer narrative:
Correction: describe event or problem, other occupation, report source, report source other, PMA / 510(k)# annex b: b21, annex c: c21, annex d: d16. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Annex a: a0709, annex g: g0301204, annex b: b01, b14, annex c: c0201, annex d: d0.2 a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of an error code 240.4150 was confirmed during log review and testing. The suspect pump module was attached to a known good dchu pcu. Pump module started to alarm and a ¿check IV set¿ message was displayed on the pump display. The results of testing identified the patient side pressure sensor within specification, but the bottle side sensor out of specification. The bottle side pressure sensor was temporarily replaced on the pump module for testing purposes only. The suspect pump module passed analog sensor task and preventative maintenance (pm) after sensor replacement. Additional testing was performed to verify the correct functionality of the suspect device, the infusion was started with a rate of 25ml/h for approximately 12 hours, during testing there were no alarms or malfunctions observed. A review of pump module error log showed four (4) instances of error code 240.4150 (sensor-broken-high-failure), two recorded on (B)(6) 2024 and two recorded on (B)(6) 2024. The log analysis begins on (B)(6) 2024, at 2:31 pm, when the suspect pump module was used for last time. The user was identified as dickinson library1. At 2:31 pm the pump module was powered on and the pump alarmed check IV set, then, the pump was powered off. From 2:36 pm to 3:21 pm the pump module was powered on and the pump alarmed check IV set two (x2) times, then, the unit was removed. (X6) times. At 3:22 pm the pump module was powered on and the pump alarmed check IV set two (x2) times, an infusion was programmed with a rate of 999ml and vtbi of 100ml, immediately, a channel malfunction (error code 240.4150) was recorded, then, the unit was removed. At 3:23 pm the pump module was powered on, an infusion was programmed with a rate of 50ml and a vtbi of 10ml, immediately, a channel malfunction (error code 240.4150) was recorded, then, the pump module was powered off. The bd alaristm system with guardrailstm suite mx user manual (v12.5) notes that channel error means a malfunction is detected on the module. Clear the channel error pop-up by pressing the confirm softkey. Power down the system, or continue use of functional units, or replace the affected channel with an operable module. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center devices were opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components root cause: the root cause of the reported error code 240.4150 (sensor broken high failure) is being attributed to a malfunctioning bottle side pressure sensor.